Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak associated with a pd patient's treatment. There as an air detected in cassette warning during drain 2 of 3. Air bubbles were found in the drain line. Fluid was discovered on the external of the cassette. Fluid leaked from possible hole on the back side of the tubing inside the cassette area. Patient was advised to inform pd nurse of the incomplete treatment. In a follow up, the patient's pd nurse verified the fluid leak event. There was no harm, intervention or adverse event associated with the fluid leak. The patient was able to do manual treatments while waiting for a new cycler, which the patient did received and has been doing treatments with no further issues. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak associated with a pd patient's treatment. There as an air detected in cassette warning during drain 2 of 3. Air bubbles were found in the drain line. Fluid was discovered on the external of the cassette. Fluid leaked from possible hole on the back side of the tubing inside the cassette area. Patient was advised to inform pd nurse of the incomplete treatment. In a follow up, the patient's pd nurse verified the fluid leak event. There was no harm, intervention or adverse event associated with the fluid leak. The patient was able to do manual treatments while waiting for a new cycler, which the patient did received and has been doing treatments with no further issues. The cycler set is not available to return.

Manufacturer narrative:
Correction: d.10.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak associated with a pd patient's treatment. There as an air detected in cassette warning during drain 2 of 3. Air bubbles were found in the drain line. Fluid was discovered on the external of the cassette. Fluid leaked from possible hole on the back side of the tubing inside the cassette area. Patient was advised to inform pd nurse of the incomplete treatment. In a follow up, the patient's pd nurse verified the fluid leak event. There was no harm, intervention or adverse event associated with the fluid leak. The patient was able to do manual treatments while waiting for a new cycler, which the patient did received and has been doing treatments with no further issues. The cycler set is not available to return.